Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with reflin (dose, route, frequency, and duration not reported) and fortum, (dose, route, frequency, and duration not reported) for the peritonitis. At the time of this report, it was unknown if the patient was recovering from the event. Action taken with dianeal therapy was unknown. No additional information is available. This is report 1 of 3 involved in this event.